Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to a fast-draining battery. As a result, the customer experienced speech difficulties and a loss of consciousness. The customer was unable to self-treat and a non-healthcare professional (non-hcp) with grape sugar and cookies for treatment. There was no report of death or permanent impairment associated with this event.